Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. As received, the electrode belt was found to have a broken trunk cable connector. The broken connector caused the service code and the connection issues. The root cause of the broken connector cannot be positively identified but likely resulted from excessive force used when connecting/removing the electrode belt. Once the trunk cable connector replaced, the electrode belt was fully functional and operating normally. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife called in to zoll lifecor customer support to report that the pt's monitor was displaying a service code. The pt was provided with a replacement electrode belt.